Event description:
It was reported to nova biomedical that a consumer performed back to blood glucose tests getting tests getting the following results of 532 mg/dl and 405 mg/dl. The consumer not trusting these results went to the ER where she works to have her sugar level tested. The nurse in the ER performed a blood glucose test on their unk glucose meter getting a results of 85 mg/dl. The consumer returned home and consumed food to help raise her glucose level. It is unk where the consumer stored her equipment and it is also unk if the consumer performed a control solution test on the test strips on check their integrity before use as instructed in our directions for use. The consumer was educated on these directions. The meter will be returned for eval, however, the test strips were used up by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.